Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the system was removed due to an allergy. The patient also had beta-hemolytic streptococci bacteremia and endocarditis with vegetations noted in the right atrium on the tricuspid valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the patient developing an infection. Cultures were taken and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.